Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "pain, change of skin surface and rupture." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Pain: unable to observe since it is a medical event and is not related to the device. Skin rash/dermatitis: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Deformation is observed. No further actions are required as the device was implanted.

Event description:
Patient reporting pain, change of skin surface, rupture and "implant leaves capsule (8 cm)" of the right device diagnosed by an ultrasound. Device has been explanted.